Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the provided pictures identified the hinge on the rotating hinge knee is broken and the post is also broken. No further assessment can be made based on the provided pictures. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed for the fracture issue based on the provided pictures showing the hinge on the rotating hinge knee is fractured and the post is also fractured. However, the complaint cannot be confirmed for the instability issue since no medical records or x-ray were provided and or analyzed if any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a implant date: unknown date in 2019. D10 medical devices: rotating hinge knee left size e cemented option femoral component catalog#: 00588001501 lot#: 64140869, unknown rotating hinge knee femoral stem catalog#: ni lot#: ni, unknown rotating hinge knee tibial tray catalog#: ni lot#: ni, unknown rotating hinge knee tibial stem catalog#: ni lot#: ni. G2 foreign source: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately five years post-implantation due to instability. During the revision it was noted the femoral and hinge post had fractured and were replaced.